Manufacturer narrative:
Young, a.a., walch, g., et al. (2012). Secondary rotator cuff dysfunction following total shoulder arthroplasty for primary glenohumeral osteoarthritis: results of a multicenter study with more than five yrs of f/u. Journal of bone and joint surgery series a 94 (8). Journal article pages 685-693. This is the final report submitted regarding this surgical event and medical device.

Event description:
One revision performed for glenoid component loosening.